Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an audible alert was heard and the physician was notified. It was determined, the lead displayed high impedance values and a fracture was confirmed. No shocks were delivered. The lead was partially extracted because approximately one inch of the tip could not be removed as it was attached to the tricuspid valve. It was determined through the use of fluoroscopy; there was no continuity of the lead near the suture collar. The lead was replaced. No patient complications have been reported as a result of this event.